Manufacturer narrative:
One level 1® hotline® low flow system was returned for analysis. Upon visual inspection of the device the enclosure, front cover, tank cover, plate clip was noted to be damaged along with the line cord was found faded. The tank was filled with water, attached temp check, plugged in line cord and was powered on; faulty pcb was found. Based on the evidence, the complaint was confirmed. However, the root cause is unknown.

Event description:
Information was received that a smiths medical fluid warmer has no audio.